Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited increase in right atrial (ra) lead thresholds. The physician opted to perform a revision procedure and it was alleged that there was a connection issue. The ra lead was changed out and a new lead was properly inserted into the header with no further complications observed.